Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the customer's blood glucose level dropped to 45 mg/dl. She treated her blood glucose level with a cup of cherry juice. The insulin pump would not exit the fill tubing screen. Her blood glucose level was not transferring from the meter to the insulin pump. The device was not returned.